Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-1862, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure inserted on unspecified date. She stated that even though she had a hysterectomy 3 years prior to this report she continued suffering. The product technical complaint investigation results which ptc number is (B)(4) was received on 17-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical event is not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have a hysterectomy 3 years previous to this report. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. Although in this case the surgery's indication was not specified, considering hysterectomy may be required if device removal is necessary, causality with suspect insert cannot be excluded and therefore this case is regarded as incident. Based on available information, a relationship between the reported medical event and a quality defect is excluded. No further follow up will be actively pursued since this case was identified during health authority website monitoring.